Manufacturer narrative:
The 3-spike disposable set was discarded at the hospital and was not available for investigation. Upon reviewing photographs provided by the user facility, we were able to confirm that there was a leak near the heat exchanger; however, it is difficult to determine the root cause of the leak without investigating the set. A visual inspection of the library/retain sample for this lot number was performed and no evidence of any defects was observed. The manufacturing batch records for this lot were also reviewed and no anomalies were identified. All 3-spike disposable sets are 100% leak tested prior to release from belmont medical technologies. A review of past complaints indicates that there have been no additional leaks reported with this lot number. It was reported that there was no injury to the patient. Should additional information become available, a supplemental report will be submitted.

Event description:
Belmont's distributor received a complaint from the user facility stating that the 3-spike disposable set had a leak between the bottom of the heat exchanger and the tubing.